Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels were in the 219 mg/dl and a correction bolus via the pump was delivered to address the bg levels. During troubleshooting with tandem technical services (cts) the customer reported no drops observed and identified the occlusion originated from the cartridge. Cts recommended to change out the cartridge.